Event description:
Company representative reported following a mastopexy procedure performed with implantation of seri, pt presented with left side "blisters" at the implant site. Antibiotics were prescribed at the onset of symptoms, however physician also noted extrusion of the device in a "nickel-quarter sized area" and that these portions of the device were "un-incorporated". Non-adherent pieces of seri were initially removed in the operating room and discarded. Physician reports there was "no skin breakdown or redness". Device remains implanted.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The device remains implanted and is unavailable for return. Therefore allergan will not receive it and no analysis or testing will be done. The events of extrusion, irritation/inflammation, non-adherence, and drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is reported against the left side, and is the same event and the same pt reported under MDR ID # 3008374097-2014-00003 (allergan complaint pr # 1049723). Device labeling addresses the reported events of extrusion and irritation/inflammation and drainage as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion".